Event description:
Additional information was received that this device was explanted and returned for analysis.

Event description:
Boston scientific received information that this device displayed increasing charge time measurements. The device declared elective replacement indicator (eri) due to charge time measurements. Technical services was consulted and recommended replacing the device within three months. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.